Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed power error. Customer blood glucose reading was 8 mmol/l. Troubleshooting was performed. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. Customer tried different batteries but same result. Customer also reported battery and bottom of the insulin pump being damage. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No power error noted during testing. However, power error noted in trace download analysis due to intermittent non-sleep anomaly software error. Unit was received with cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, faded end cap address label, minor scratches on case, missing display window cover and minor scratches on lcd window.